Manufacturer narrative:
Device unique identifier (UDI) ¿ (B)(4). Approximate age of device ¿ 5 days no further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that on (B)(6) 2017 the patient¿s lvad system was noted to have multiple elevated powers, as well as low speed operation and multiple speed drops. The patient was asymptomatic. The submitted log file was reviewed by a representative of the manufacturer's technical services team and revealed an increase in pump power increasing as high as 11.4 watts and pump speed drop. As the patient was recently implanted it was not believed to be driveline related. Per technical services, one possibility was that the pump rotor¿s ability to spin was prohibited by some material other than blood. The following day, the pump was reported as sounding ¿good.¿ the patient¿s urine was reported as clear and lvad placement looked ¿ok¿ on chest x-ray. The inflow cannula was reported as slightly leaning towards lateral wall. A ramp echocardiogram was to be performed. A second log file was submitted for review on (B)(6) 2017. This log file showed the pump power and estimated flow continuing to trend slightly upwards with pi appearing to trend slightly downwards. There were no other unusual events noted in the event history and the pump appeared to be working as intended. A ramp echocardiogram was performed on an unspecified date. The patient was reportedly in an irregularly irregular rhythm throughout the study. A catheter was present in the right-sided cardiac chambers. The patient had an enlarged left ventricle with severely depresses systolic function and a visually estimated ejection fraction of 10-15%. There was mild to moderate mitral regurgitation and moderate to severe tricuspid regurgitation. It was reported that there was no evidence of pericardial effusion, intra-cavity mass, thrombi, or vegetation. As pump speed was increased from 9000 rpm to 9200 rpm there was a decrease in the severity of the patient¿s ai and mr. No changes were to be made to the patient¿s care. The pump speed drops resolved. The center reported that the pump never stopped, only encountered a low speed operation.

Manufacturer narrative:
No product was returned for evaluation. Although the evaluation of the submitted system controller log files confirmed the report of elevated powers and low speed operation, a specific cause for the reported events could not be conclusively determined through this evaluation. In addition, a direct correlation between the pump and the reported events could not conclusively be established. The submitted system controller log files contained data from (B)(6)2017 01:40:34 pm through (B)(6)2017 11:59:49 am. Several power elevations and corresponding elevations in estimated flow were captured between (B)(6)2017 08:15:26 pm and (B)(6)2017 08:35:00 am, reaching values up to 11.4 w and 12 lpm, respectively. A low speed operation was observed on (B)(6)2017 08:31:47 am, reaching 8340 rpm. The low speed operation and all parameter elevations appeared to correspond with pi events. Following these events, the pump appeared to operate as intended above the low speed limit with no atypical alarms throughout the remainder of the log file. The patient remains ongoing on the device and no further issues have been reported at this time. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.